Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass. Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---no information. What vessel or structure was the device fired on at the time of the event? ---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---the force of firing was higher. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. Please note this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.